Manufacturer narrative:
The product was unavailable for return to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as the lot number provided by the customer was not a correct lot number. All our product are 100% tested at the time of manufacture.

Event description:
It was reported that the product was explanted, because it was not functioning.